Event description:
The pt was reportedly experiencing no lock with the implanted device and external equipment. External equipment was exchanged, however, this did not resolve the issue. Revision surgery is under consideration.